Event description:
Initial reporter indicated that their (B) (4) handheld containing (B) (4) programming software keeps freezing during interrogation. Reported it started occurring the other day. The physician reseats the flashcard, it resolves the problems, but it keeps occurring. The handheld computer and programming software are at the MFR pending completion of product analysis.